Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 14-sep-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no, dev rtn to MFR? No, mfg date: 26-mar-2019, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a decrease in blood pressure, pericardial effusion, perforation and cardiac tamponade post operatively. Pericardial drainage was performed and a transfusion performed for an unrelated condition. It was noted that during implant of the leadless implantable pulse generator (ipg) due to patient anatomy, the tines may have perforated the right ventricle. It was further noted that an ablation procedure accompanied the implant procedure. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.